Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the rv (right ventricular) defibrillation coil was rising. An alert for out of range subthreshold lead impedance triggered on (B)(6) 2014. Save to disk has history of high impedance (>1000 ohms) on the svc coil. A single rv defib impedance of 136 ohms noted on interrogation. Other trend data is within normal limits.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead. The superior vena cava (svc) and right ventricular (rv) coils had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.